Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:a visual inspection of the pump showed no visible damage to the keypad cover. During testing, the up arrow and contrast key contacts were intermittently unresponsive; the down arrow and ok keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.